Event description:
It was reported that the patient had changed their automated peritoneal dialysis cassette and did not change the solution bags. This occurred during peritoneal dialysis therapy. The technical services representative advised the patient that they had compromised their set up and to begin therapy again with all new supplies. There was no patient injury or medical intervention. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error - reuse of single use supplies. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Should additional relevant information become available a supplemental report will be submitted.